Event description:
On (B)(6) 2012, follow-up with the pt revealed that her blood glucose level was 476 mg/dl and had been over 300 mg/dl for the past three days. The pt's normal blood glucose range is 130 - 170 mg/dl. The pt had attempted to bolus to bring down her blood glucose level, but it did not go down. The pt's infusion device has not displayed e4 (occlusion error). The pt changed her infusion set and insulin cartridge. She disconnected from her infusion site and performed a 2.0 units of insulin bolus. The insulin dripped from the infusion tubing properly. The pt stated that she had been feeling ill and that she was going to contact her pharmacist because her insulin appeared to be cloudy. The pt's blood glucose level did not go down and she was admitted to the hospital. Her blood glucose level was 860 mg/dl when she got to the hospital. She was treated for the elevated blood glucose level. The pt's doctor stated that her blood glucose levels were so high because she was given the wrong insulin to put in her infusion device. The pt was given novolog 70/30 when she should have been using regular novolog. She had been using novolog 70/30 since (B)(6), which she thought was novolog. The pt's blood glucose level was checked again and it was 149 mg/dl. The infusion sets and insulin cartridges were replaced and requested to be returned for evaluation.